Manufacturer narrative:
Results of the evaluation and communication with the customer suggest that the issue may have been caused by user error or a misunderstanding of the proper function of the equipment. Not a malfunction of the equipment. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that an s3 roller pump would not function after the clinician cleared an air bubble alarm during a procedure. An attempt to hand crank the pump was initiated, eventually the roller pump jammed. There was no report of patient injury. A field service representative was dispatched to the facility. While at the facility the field service representative could not reproduce or confirm the issue. Functional verification, safeties, and all external devices were tested; the identified product performed per specification. The device was placed back into service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that an s3 roller pump would not function after the clinician cleared an air bubble alarm during a procedure. An error was displayed when attempting to hand crank the pump. Eventually when attempting to hand crank the roller pump, the pump jammed. There was no report of patient injury.